Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A (B)(6) female with a history of hypertension underwent a coronary intervention procedure on (B)(6) 2011. Peri-procedure medication (angiomax) was on board. A 6f procedural sheath was used to obtain access into the common femoral artery above the femoral head. An arteriogram taken did not reveal any calcium or pvd at the puncture site. The patient's post procedure bp was 176/96 mmhg. Following the procedure, the physician, still in training to the mynx procedure, chose the device to close the access site. There were no reports of complication during the procedure and closure. The patient was transferred to the cath lab holding area and while there, the patient's bp dropped 70%. At 10 pm that night, the sales professional stopped by to check on the patient. The patient's groin appeared to be fine and no bleeding was noted at the access site. Early the next morning, the patient complained of "extreme" groin pain and hospital staff observed a huge hematoma had developed. The vascular surgeon ordered the patient be taken to the or for surgical removal of the hematoma. Post surgery, the patient was transferred to ICU and was reportedly still there being intubated at the time of this report. The patient was also reportedly being transfused with her 7th unit of blood at the time of report. No further information was provided.